Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they cleaned the air separator and the machine was returned to service with no further issue. No parts were returned for eval. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation, and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
A biomedical technician (bmt) reported to technical support, during first shift of the day the saline bag filed during recirculation mode. He was not sure how long into recirculation mode this occurred. He also stated the same machine had fill program alarms 2 days prior to the event. He reported that the drain line meets specification and is not obstructed. During follow up with the bmt, he reported that he cleaned the air separator and the machine is back in service without recurrence of the issue. There was no pt involvement.